Event description:
It was reported that the ilet pump could not be charged, and the device was shut down prior to replacement processing. Symptoms included no adverse clinical effects and no effect on blood glucose. Outcomes included continued cgm use with the dexcom app or receiver and preparation for device replacement with data not transferred to the new unit. Investigation included customer service troubleshooting and logistics review for replacement and return. Investigation of this device did not revealed a charging failure consistent with a device power or battery issue, with no patient harm reported. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to the charging system.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."